Manufacturer narrative:
Concomitant medical products: product ID: 305901, lot#: 0215782754, product type: screening device. Product ID: 305901, lot# 0215702512, product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: (B)(4), ubd: 01/16/2020, UDI#: (B)(4); product ID: 305901, serial/lot #: (B)(4), ubd: 11/27/2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that there was resistance when attempting to remove the stylet. The surgeon tried holding the lead in different positions in order to remove the stylet and ease resistance, but this did not help. It was noted the stylet was clear of the patient¿s skin and was still experiencing resistance. The surgeon ¿thought the lead was compromised in trying to remove the stylet as he was not getting the same motor responses from the needle to the lead.¿ the lead was removed and it was attempted to reinsert the stylet; however, it failed to achieve any motor response. There were no external factors reported to have led or contributed to the issue. It was noted the same issue had occurred with two leads; the leads were replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of lead 0215782754 found the lead body was stretched 9.5 cm from the distal end. Additionally, the lead was kinked 7.0 cm, 9.5 cm, 11.0 cm, and 21.5 cm from the distal end. Analysis of lead 0215702512 found the lead body was stretched and had suspected dried body fluids on it 7.5 cm from the distal end. If information is provided in the future, a supplemental report will be issued.